Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, white particle inside device, device appearance (observed void >1 mm in non-textured, valve-to shell-bond area.) And wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp opening on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp on the posterior side assessed as unidentified (tear) opening additional, changed, and/or corrected data: h3, h6.

Event description:
Patient reported "deflation" against right device. The device has been explanted.